Manufacturer narrative:
The event occurred in india during routine check. It was reported that the hl20 pump displayed the error message: ¿runaway¿ intermittently. No harm to any person has been reported. A getinge field service technician (fst) was onsite for investigation. The fst cleaned tacho strobe, carbon brushes and calibrated tacho board. In addition, the belt kit was replaced as a preventive measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Device was manufactured in 2014-09-05. The review of the non-conformities during the period of 2014-09-05 to 2024-10-10 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The most probable root cause could be determined to dirt accumulation within the pump heads carbon brushes and tacho strobe because cleaning of them solved the issue. Based on the results the reported failure "error message: runaway" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india during routine check. It was reported that the hl20 pump displayed the error message: ¿runaway¿ intermittently. No harm to any person has been reported. Complaint ID: (B)(4).